Event description:
A customer obtained unexpected negative reactivity during validation testing on galileo neo 90127 with 41 known positive samples. Five of the samples resulted as negative.

Manufacturer narrative:
An immucor field service engineer adjusted the roi with camera adjustment and calibration. Qc, aborh and screening assays were performed on four patient samples. Acceptable results were obtained. The instrument is operating as expected.